Manufacturer narrative:
On 8/16/2019, it was reported to mentor that the devices are non-mentor implants. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and experienced rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 9/3/2019, as per additional information received from healthcare professional, it was confirmed that the implants involved are non-mentor implants according to patch information. Then, no corrective action is warranted at this time. As a result, we are closing this investigation. If a mentor complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported. Manufacturer¿s reference number: (B)(4).